Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Functional leak testing did not identify the reported leak. The initial evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of an infusor lv5 was leaking. This occurred after filling the device with an unknown solution. There was no patient involvement. No additional information is available. Report two of three.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the reported malfunction was not identified during evaluation; therefore the root cause could not be determined.